Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic gastroplasty procedure, the stapling device was being applied to the stomach. The device broke on the second firing. The stapler did not fire. A component of the device broke off. In order to resolve the issue and complete the case, used a new product. There was no patient harm. The patient status is alive, no injury.